Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high pacing thresholds were seen on this right ventricular (rv) lead. A micro dislodgment was alleged. The lead was successfully repositioned and remains implanted. No additional adverse patient effects were reported.